Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate patient was revised due to a failed left total hip arthroplasty and pain. Upon revision significant wear debris was found in the hip.

Manufacturer narrative:
Depuy still considers this investigaton closed.

Event description:
Update (B)(4) 2013 - litigation papers received. Litigation alleges elevated metal ion levels. Doi provided. There is no new additional information that would affect the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy still considers this investigation closed.

Event description:
Update - (B)(6) 2014 - plaintiff's fact sheet was received, which identified part/lot information on patient sticker sheet. The complaint and associated mdrs were updated. Complaint was updated on 03/17/2014.